Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy as the IPG reached end of service (EOS). It is unknown if the IPG depleted prematurely. Surgical intervention was undertaken during which the IPG was explanted and replaced. Effective therapy was confirmed.